Event description:
The pt received her ipg on (B)(6) 2006. It was reported that the physician implanted a paddle lead on (B)(6) 2007 and this lead was connected to the pt's existing ipg. In (B)(6) 2007, the pt reported overstimulation. Two days later, the pt could not increase the amplitude. On (B)(6) 2007, lead impedance testing showed high lead impedances on all contacts. It is unclear whether the leads were removed. The ipg was removed and returned to ans for analysis.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Ipg failed the autotest and has no ucod outputs- amplitude could not be turned up. Could not recreate overstimulation scenario. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.